Event description:
It was reported by the physician that he was attempting to place a cdc-45703-1a when he experienced problems withdrawing the spring wire guide (swg). The swg was placed through the 18 gauge needle without incident and the catheter was inserted over the swg. While trying to withdraw the swg from the catheter, the doctor felt resistance. Once the swg was removed, a portion of it had unraveled. It was noted that other physicians (both attendings and residents) have had similar issues. There were no patient complications reported.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.